Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub separates from the device in packaging with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 3000 separate occasions prior to use. The following information was provided by the initial reporter: the cannula IV protection falls off in the package making the phlebotomist susceptible for needle stick injuries when the opens the package.

Manufacturer narrative:
After additional information received from customer, it has been determined that the previously submitted report MFR report #1024879-2019-01839 was sent in error. Needle cover/shield missing/needlestick injury-prior use, are not considered to be a reportable malfunctions.

Event description:
It was reported that the hub separates from the device in packaging with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 3000 separate occasions prior to use. The following information was provided by the initial reporter: the cannula IV protection falls off in the package making the phlebotomist susceptible for needle stick injuries when the opens the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separates from the device in packaging with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 3000 separate occasions prior to use. The following information was provided by the initial reporter: the cannula IV protection falls off in the package making the phlebotomist susceptible for needle stick injuries when the opens the package.